Event description:
It was reported that the motor drive unit has a stripped motor coupler. No additional details have been provided. No adverse patient consequence was reported.

Manufacturer narrative:
H-6 conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.